Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving "no sensor detected" alerts which led to early sensor removal.

Manufacturer narrative:
The user reported that the transmitter was unable to detect the sensor following insertion on (B)(6)-2025. The user stated that she was unable to palpate the sensor and noted that a signal could only be obtained when pressure was applied to the smart transmitter. The user was initially given a transmitter replacement to determine if the issue was related to the transmitter. However, the issue persisted and the user was subsequently advised to reach out to their hcp for assistance with locating the sensor and to discuss next steps, such as removal and replacement. An RMA was authorized for return of sensor for further investigation. Only the transmitter was returned to senseonics by the time of complaint closure. Investigation found that the returned transmitter passed all tests and there was no problem found with it. The data management system (dms) confirmed that the user was re-inserted with a new sensor on 12 dec 2025 and is currently using the system.in the associated complaint (MFR#3009862700-2026-00037), the hcp reported difficulty explanting the sensor and confirmed that the sensor was positioned deeply and was not able to obtain signal with the transmitter.based on the available information, including the hcp's findings, the reported issue is most likely attributable to sensor insertion depth. B4.date of this report 19 feb 2026. D4.additional device information updated. G3.date received by the manufacturer? 19 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4111,10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4311.